Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The reported device expiration issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience prime btk everolimus eluting coronary stent system instructions for use states: note the product use by date. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the device was used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 4.00 x 28 mm xience prime below the knee (btk) stent was successfully implanted on (B)(6) 2017. It was later determined that the expiration date for the xience prime btk was 05/03/2017 and should not have been used in the procedure. There was no reported adverse patient sequela. No additional information was provided.